Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced tubing expansion. The following information was provided by the initial reporter: we had one of the 20 ga nexiva¿s malfunction during a CT scan. The staff was pushing a contract through and a large bulge came up in the line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Reported defect of tubing balloons was not confirmed in the absence of sample. Root cause cannot be determined for unconfirmed defect.